Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was unable to hear alerts and feel vibrations from the insulin pump. The customer stated the insulin pump was not functional one night from the lack of insulin. The customer was not aware of the issue due to the lack of noise and vibration from the insulin pump. The customer also reported several scratches on the insulin pump's screen. The insulin pump also required frequent battery changes. The customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.